Event description:
Provider was doing a euflexxa injection in the knee. Needle entered the patient's joint, but the medication was not able to be pushed out. Needle was removed from the knee. A new needle was applied and the injection was completed successfully.